Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appears to be an atrial driven rhythm. Additionally, the first shock accelerated rhythm into ventricular fibrillation (vf) which then diverted to a sinus rhythm with the second shock. Technical services (ts) was consulted and discussed how device performs stability calculation. This crtd remains in service. No adverse patient effects were reported.